Manufacturer narrative:
Age, sex, weight and ethnicity: unknown/ not provided. The application support manager (asm) spoke with the surgeon about the event as surgeon mentioned the laser misidentified the correct landmark. They reviewed the surgery report and the posterior capsule was not clearly defined. The asm explained that the surface fits are confirmed prior to procedure and is important to review them accurately. The asm also reminded surgeon about the 2.5mm safety option. A review of the records related to the device that included labeling, manuals, trending, and risk documentation reviews was performed. A review of the device history record (DHR) showed that the system and its components met all specifications prior to being released. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson has been submitted.

Event description:
It was reported that there was a posterior capsule breakthrough and vitrectomy was performed.